Event description:
The customer reported the system displayed an overload fault error message and would not produce fluoroscopic x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.